Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial/lot #: (B)(4), ubd: 28-aug-2016, UDI#: (B)(4). Product ID: 3778-60, serial/lot #: (B)(4), ubd: 28-aug-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that patient has replacement of ins on (B)(6) 2020 due to eri and routine scheduled neurostimulator replacement and one lead produced all eight electrodes out of range with high impedances prior to replacement. Lead not being used because second lead providing good therapy. The issue is resolved. The patient is alive with no injury.